Event description:
Consumer reports getting an multiple e-3's and unexpected results vs. The way consumer feels. Analysis run on clark error grid using mean average (214) as ref. Point vs. Bd readings 59, 325 yielded data points in the e/c range of the grid, outside of acceptable limits.